Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no damage to the septum and no shunt developed. Due to the length of the procedure, the mitraclip procedure was aborted. The patients functional mitral regurgitation (mr) grade remained at the preprocedure grade of 4. Post procedure, due to the patients pre-existing comorbidities and prior heart surgery, the patient was in a very bad condition and the physician was not sure if the patient could undergo heart surgery. Eight days post procedure the patient was reported to be stable. No additional treatment was administered. Per the physician, the length of the procedure was due to the device issue. The physicians were planning on speaking to the patient regarding another mitraclip procedure as the patient needs a solution for the mr. No additional information provided. The clip delivery system has been received for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced has been filed under another manufacturer reference number.

Event description:
This is being filed as the clip could not be completely closed and could not be retracted back into the steerable guide catheter (sgc) for removal. Although there was no adverse patient effect, a difficult to close and remove clip has the potential to cause or contribute to patient injury. It was reported that prior to the insertion of the mitraclip devices, due to the patient anatomy, the transseptal puncture was difficult and was placed 4.5cm above the mitral annulus. Due to the extensive height, the sgc p steering knob and cds m knob were used allowing the clip to be in the correct position and cross the valve. After grasping the clip to the leaflets, when the arm positioner was turned twice to close the clip it became stuck. The clip had been closed to approximately 55 degrees, but could not be closed any further. The arm positioner was opened a few turns and closed again, but the arm positioner stopped with a heavy resistance in the same position and could not be turned any further. The clip was then opened in the inverted position and retracted into the left atrium. The clip closed to 10 degrees. It was decided to remove the cds from the anatomy; however, as the clip had a 10 degree opening, it was not possible to pull the cds back into the sgc. The cds became stuck on the tip of the sgc. With the clip outside of the sgc, the two devices were carefully retracted out of the anatomy as one unit.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty closing the clip and mechanical issue were confirmed via returned product analysis. Upon device return, a loose actuator knob and a loose crimping cam were noted. A review of the device history record revealed no non-conformances that would have contributed to the difficulty retracting the cds into the sgc and the difficulty positioning the cds. Potential causes for clip actuation issue - difficulty opening/closing the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. The reported mechanical issue of the arm positioner getting stuck during the procedure, was due to the arm positioner reaching the hard stop towards the closed direction (even though the clip could not be closed due to the loose release crimper), and is consistent with normal use and manufacture of the device. Based on the evaluation of the returned device, the loose release crimper/crimping cam assembly appears to be the cause of the reported difficulty closing the clip which then resulted in the clip getting caught on the sgc upon cds removal, as the clip could not be fully closed before removing the cds. In regards to the loose release crimper, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The investigation attributed the loose release crimper to normal process variability and not a product deficiency. It was further reported that difficulty was experienced positioning the cds during the procedure. In this case, the information provided in the case details stated that the patient had challenging anatomy due to which the transseptal puncture was very difficult and was higher than usual. This then caused the difficulty crossing the valve and positioning of the clip. Therefore, in this case, the challenging anatomy and/or inadvertent curves on the device due to anatomy during the procedure likely caused more tension on the device, such that difficulty was experienced crossing the valve. This interaction may have further resulted in a bend in the mandrel, leading to the reported difficulty positioning the cds. Based on the information reviewed, there is no indication of a product deficiency.